Event description:
It was reported that the patient was brought into the emergency department on (B)(6) 2025 for a massive left subdermal hematoma with a 2+cm midline shift with pontomedullary hemorrhage. Additionally, the center noticed no external power alarms and driveline disconnects on (B)(6) 2025 from interrogation. Log files were submitted for review and revealed the driveline disconnect alarms and pump off events appeared to have begun between 10:00 am and 11:00 am on 08mar2025. The driveline was reconnected at 01:05 pm on (B)(6) 2025. The log files did not reveal what led to the driveline being disconnected. The log file also captured multiple low power and no external power alarms between (B)(6) 2025. The low power alarms were occurring on battery power. The no external power alarms were occurring while on mobile power unit (mpu) power. The log file appears to show a loss of power to the mpu. The pump continued to operate at the set speed and was supported by the system controller's emergency backup battery until external power was restored. Additional information received reported that the patient passed away from stroke on (B)(6) 2025. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect and no external power alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 4 days (08mar2025 ¿ 11mar2025 per time stamp). From the beginning of the log file, the driveline disconnect alarm was active and pump speed remained in 0 rpm. The driveline was connected on (B)(6) 2025 at 13:04:55 and there was a rotor displacement lvad fault active for about a minute before the speed returned to 5700 rpm. There were several dual disconnect events while the pump remained at 0 rpm. On (B)(6) 2025 at 17:50:42 while connected to batteries, the no external power activated due to both power cables being disconnected simultaneously. The emergency backup battery was able to provide power to the system controller during these events. The alarm did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information provided stated that the patient expired due to a stroke that was not considered to be device related. The device operated as expected. A root cause for the reported driveline disconnect alarm was not conclusively determined through this analysis. The root cause for the no external power alarm was determined to be use error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline disconnect and no external power alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2- ¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event